Event description:
It was reported that the insulin pump motor moves forward, and the numbers start ramping up on the screen even though the motor is not pushing on the reservoir. The reservoir was removed from the insulin pump, and the numbers continued to ramp up with no reservoir. Troubleshooting was performed, and the insulin pump failed the displacement test, but passed the self test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.